Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away after having an implantable pulse generator (ipg) system implanted, then removed.